Event description:
Patient was presented to the intervention lab for an angioplasty and stenting procedure of the right external iiiac artery. The vessel characteristics were described as moderately calcified and not tortuous. The length of the lesion was 25mm and the diameter of the vessel was 5mm. This was novo lesion. The physician used a contralateral approach, accessing the left common lliac artery. A 6fr. Sheath was inserted and a terumo .035 guidewire was used to access the lesion. The physician went up and over the bifurcation with an optapro balloon, for pre-dilation of the lesion. Once the balloon was placed at the target, the balloon was inflated to 10 atmospheres (atms) for 5-10 seconds. At this time, there was a dissection and recoil of the vessel, which was caused by the calcification that was present. There was no change in the patient's EKG. The physician decided repair the dissection by placing a stent. Using the same contralateral approach, the physician advanced the stent delivery system (sds) to the lesion, and attempted to inflate the balloon, but noticed that contrast was leaking out of the distal part of the balloon into the artery. Subsequently, the balloon could not be inflated and the stent could not be placed. When the physician attempted to retrieve the sds. The system became stuck in th sheath. After all of this, the physician decided to puncture the right common iiiac artery and placed an un-mounted jostent on a optapro balloon and successfully treated the dissection lesion. At the end of the intervention, the physician removed the sds and the sheath from the left side, simultaneously. There was not reported consequence to the patient.